Event description:
It was reported that the a 3.0 x 12 mm promus stent was implanted in the proximal left anterior descending (lad) artery on (B)(6) 2009. Approximately 13 months later, on (B)(6) 2010, the patient reported episodic chest pain. The patient was treated with percutaneous coronary intervention and xience stent placement in the right coronary artery. On (B)(6) 2011, approximately 30 months after the index procedure, the patient was seen in the emergency department for chest pain, shortness of breath, and cough. Cardiac enzymes met criteria for a myocardial infarction. The patient was transferred to another hospital for cardiac catheterization. The angiogram on (B)(6) 2011 showed 30% in-stent restenosis in the proximal lad index lesion and 65% stenosis in the distal stent margin. The patient underwent a revascularization procedure with implantation of 2 non-abbott stents in the mid-lad on (B)(6) 2011. The patient was discharged on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. Angina, myocardial infarction, and restenosis are known adverse events as listed in the promus everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.